Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure of the pacemaker, the physician noted that the set screw was not locking down on the ventricular lead in the header. The physician was able to lock down the lead after a few attempts. It was noted that the set screw did not produce clicking sounds when the lead was being locked. The pacemaker remained in use and no further incident was reported. There were no adverse consequences to the patient.